Event description:
It was reported that a malfunction occurred on the pump, displaying malf 12. There was no adverse impact to the customer¿s blood glucose level as it was reported not to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.